Event description:
Complaint states white particulate came out of tubing during flushing while preparing for surgery. The customer is concerned this may be related to five cases of endophthalmitis they have had this year.